Event description:
Customer reported receiving alarms on the insulin pump. Customer was unable to perform the high pressure test. The blood glucose reading was 45 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.